Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2006: patient presented with following pre-op diagnosis: axial back pain. Patient underwent the following procedures: l4-5, l5-s1 anterior lumbar interbody fusion with plate using femoral cortical ring at l5-s1 and hydrosorb plate with rhbmp-2 at l4-5. Rhbmp-2 was also used at l5-s1, and anterior tension bend plate. As per-op notes: l5-s1 disc space was identified, a 12 mm cortical femoral ring graft was split in place with rhbmp-2 in the center. At l4-5, a 12mm hydrosorb graft with rhbmp-2 in middle was placed using catalyst system at l4-5. Additional rhbmp-2 was placed out laterally on left hand side at l4-5 and l5-s1. 24mm screws were placed in l5 and s1 and 26mm screws in l4.

Event description:
It was reported that the patient underwent an anterior lumbar fusion at l4-5, l5-s1 using rhbmp-2/acs following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. Consequently, the patient underwent additional imaging that showed that the patient had developed inflammation. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.